Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had shut down twice. The customer had to call the help line to reboot his insulin pump. The customer also reported unexplained no delivery alerts. No additional information provided.